Event description:
Customer also reported receiving error code 1118, invalid test result, intercept too low. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.